Event description:
Post successful deployment of a 26mm sapien xt, the patient became hypotensive. Per tee it was noted there was a pericardial effusion. An aortic root angiogram was taken and there was no initial sign of extravasation, however, the decision was made to put the patient on bypass. A sternotomy was performed and bypass was initiated. Per the surgeon, there was a perforation/tear in the non coronary cusp. The sapien xt valve was explanted. The perforation was surgically repaired with a corematrix patch and a new surgical valve (21mm perimount) was placed. The patient¿s chest was closed and the patient left the or on inotropes and intubated. The patient had moderate native valve/leaflet calcification, and moderate mitral annular calcification (mac). The patient¿s native annulus diameter was 19mmx27mm per CT and 22.5mm per tee, with the sinus of valsalva (sov) was 28.9mm and sinotubular junction of 27mm.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. >4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic dissection is unknown. Multiple attempts were made to obtain additional information and imaging, but were unsuccessful. It is not confirmed if the patient¿s moderate native valve and moderate mitral annular calcification (mac) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation remains ongoing.